Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a non-penumbra revascularization device, and a pump. During the procedure, the physician completed the first pass using manual aspiration and the second pass using the pump. Subsequently, the jet7, velocity, and revascularization device were removed from the neuron max as a unit. While flushing the jet7 on the back table, the physician noted the distal tip was expanding and that the catheter was occluded with clot. Therefore, the jet7 was no longer used. The procedure was completed using a new jet7, the same revascularization device, the same velocity, and the same neuron max. There was no report of an adverse effect to the patient.